Event description:
It was reported that an ilet device¿s touchscreen cracked while the user had the device in a pocket during household work, resulting in an unusable screen and cessation of normal device interaction. Symptoms included no injury. Outcomes included the user being unable to use the device screen and transitioning to insulin injections with available lantus and humalog while a replacement was arranged. Investigation included a review of the reported hardware failure and shipment of a replacement device with return of the original device expected. Investigation of this case revealed physical damage to the touchscreen consistent with accidental impact or pressure. It was concluded that the event was due to external physical damage rather than a device malfunction.